Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/1043807, description: linear st lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had pain and infection at the pocket site. The patient symptoms were fever and site was very swollen and red. The physician believed that the infection was not device related as much as that patient had pneumonia as well as an auto immune disease that prevented him from healing properly. The patient underwent an explant procedure.